Event description:
Customer reported two instances of high blood glucose levels. It was noted that the specific blood glucose value was not known but displayed as "high." To address the issue, the customer changed the infusion set and cartridge. Additionally, technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer acknowledged.